Event description:
On 09/08/99, an angio-seal device was deployed following a diagnostic catheterization procedure which revealed normal coronary arteries. The physician indicated that the deployment "didn't feel right." There was no pre-placement angiogram performed. The site was without bleeding. The pt was discharged approximately 3-1/2 hours after deployment. The pt presented to the emergency room 5 days post procedure complaining of severe pain in the right leg. The peripheral pulses were present. However, an ultrasound revealed a 50% occlusion of the artery with collagen blackage and thrombus formation. The pt was admitted to the hospital and heparin and coumadin were administered for 3 days, (dosage unknown). No surgery was performed at that time. On 09/29/99, after experiencing pain for 2 nights, the pt consulted a surgeon. Further examination revealed that the collagen had moved from its original location. On 10/01/99, surgical removal of the collagen was performed. The pt is now receiving rehabilitation due to complaints of numbness in the procedure leg. There is no further information available.